Event description:
Boston scientific received information that during a device replacement procedure, difficulty was encountered removing this atrial lead from the device header. Several attempts with different torque wrenches were unsuccessful. The device was placed back into the pocket and a further revision procedure will be performed. During the revision procedure, this lead was removed with minimal force from the device header. Visual inspection revealed the lead had been damaged and was not sensing appropriately. As the patient with this lead has chronic atrial fibrillation, a decision was made to deactivate this atrial lead. No adverse patient effects were reported.

Manufacturer narrative:
As this lead remains implanted, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.